Manufacturer narrative:
Per patient's audiologist, the patient will not be reimplanted with a new device. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to a cholesteatoma. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).